Event description:
Caller states the pt tested 7.0 inr on the coaguchek s system and 3.8 inr on a comparison lab. Pt's coumadin was held for 1 day and the dose was adjusted based on the lab value. No adverse event reported. Requested return of suspect device and replacement was sent.